Event description:
A malfunction alarm was reported by the customer, specifically a tandem mobi cartridge alarm, while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact to the blood glucose level. As a corrective action, tandem technical support confirmed the pump's alarm and arranged to send a new replacement pump. The customer was advised on the steps for using the replacement and how to store and return the problematic pump, to which they agreed and understood.